Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 9 devices were evaluated in the field and the issue was confirmed; 7 had broken/damaged components, 1 had a worn component and 1 had a misaligned component. The devices were repaired and returned. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 10 malfunction events, where it was reported the brakes or zoom function was difficult to engage. There was no patient involvement.

Manufacturer narrative:
Supplemental submitted to remove gtin number; this product does not have an applicable gtin number.

Event description:
This report summarizes 10 malfunction events, where it was reported the brakes or zoom function was difficult to engage. There was no patient involvement.